Manufacturer narrative:
Continuation of d10: product ID 97755-s, lot/serial# unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: unknown, ubd: , UDI#: h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the nurse was trying to assist the patient with an ins that was discharged since (B)(6) 2024. The rep guided the nurse on how to wake the ins up, however during the procedure, the nurse stated that the recharger cable got very hot and the screen gave the error code rm03. The nurse was going to try to find another recharger, with the intent to recharge the battery, and in the meantime to order a new recharger. Additional information received reported that the reason that the ins discharged was that the charger was broken. The recharger was more than 4 years old. The patient received a brand new recharger and the problem was solved.